Manufacturer narrative:
The cardiac c-reactive protein (latex) high sensitive reagent lot number is 79282401, and the expiration date is 28-feb-2026. A field service engineer (fse) determined that the instrument did not have the correct adjustments. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable cardiac c-reactive protein (latex) high sensitive result from the cobas c 303 analytical unit. The initial result was 7.82 mg/l, and the repeat result was 13.1 mg/l.